Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were having sensor anomaly and also stated that they have been hospitalized due to low blood glucose on march, 2016 with blood glucose of 20mg/dl. Customer stated that they were at their health care professional's office when the low blood glucose was discovered. Customer was treated by emergency medical services. The customer was wearing the insulin pump during the hospitalization. The customer also reported that the insulin pump buttons were unresponsive. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The pump also passed the delivery accuracy test. Intermittent button response was noted during testing due to a flattened dome switch on the esc, act, up and down arrow buttons. The pump communicated properly with a glucose sensor simulator test box. No lost sensor alarms were noted during testing. The lcd connector was inspected and no anomaly was noted. The pump was received with a cracked case on the display window corners, minor scratches on the lcd window and a cracked reservoir tube lip.